Manufacturer narrative:
The product analysis indicates that one unsealed sample of part number 8562010 from lot number 0210468942 was received. A multimeter was used during the analysis. Per the instructions for use, the device was tested in an "as received condition (2ma)" without moving the switch and the device would light, indicating current delivery. The device was then functionally tested in the other two positions with no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.03ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.05ma.

Event description:
It was reported that during direct contact with the nerve, the vari-stim iii device did not respond. There was no patient injury.